Event description:
Per the clinic, the patient developed an infection at the suture site caused by the strength of the processor magnet. The patient underwent a revision surgery to clean the infection (date not reported), however, the issue did not resolve. The device was subsequently explanted on (B)(6) 2025. Re-implantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for 3 weeks (specific date not reported). The patient was also hospitalized for administration of IV antibiotics for another 3 weeks (specific date not reported). The revision surgery to clean the infection was performed on (B)(6) 2025 under general anaesthesia.